Manufacturer narrative:
(B)(4). The device was evaluated by a maquet field service technician. The failure could be confirmed. The battery did not pass the run time test. The acceptance of the run time test is > 30 minutes at 5000 rpm (revolutions per minute). The battery passed 25 minutes. The battery was still within the lifetime of 24 months. The charging circuit was functional. The battery was replaced. The functional test was successfully performed. It cannot be confirmed, what caused the low runtime of the battery, since the effected battery is not available for further evaluation and was discarded.

Event description:
(B)(4).

Manufacturer narrative:
On (B)(6) 2016 10:56 am (gmt-5:00) added by (B)(6) ((B)(4)): (B)(4). The device was requested for evaluation. A supplemental report will be provided when additional information becomes available.

Event description:
On (B)(6) 2016 10:47 am (gmt-5:00) added by (B)(6) ((B)(4)): it was reported that the rotaflow-console was losing battery power during transport. It was reported that this occured while on a patient. No patient injury or harm has been reported. (B)(4).